Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused glioblastoma (stage 4 brain cancer) and anxiety. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging glioblastoma (stage 4 brain cancer) and anxiety related to a CPAP device's sound abatement foam. This notification was reviewed by the pms clinical expert due to the patient reporting glioblastoma (grade 4 brain cancer), anxiety. There is no evidence to support that the device caused or contributed to the serious injury. The patient did not report to receive any medical intervention. There is no customer information and we cannot reach out to the customer, hence, attempt to have the device and components returned for evaluation and investigation can not be made at this time. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.